Event description:
A patient experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 72, 109, 91 mg/dl. Tests were done within 10 minutes with a difference of 22 mg/dl. Patient did not experience any adverse events.